Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter evaluated the device and evaluation found the upper fluid number for the upstream sensor to be below specification. Low ultrasonic readings can make the pump more sensitive to air in line alarms. It was determined that this failing part caused the false air in line alarms and has been replaced. The upstream sensor was replaced. (B)(4).

Event description:
During review of the event history log it was determined that a repeating pattern of air-in-line alarms suggests that the device was falsely alarming for air-in-line. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.